Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to bent cannula. Customer¿s blood glucose was 493 mg/dl at the time of incident. The customer also reported other blood glucose values such as 186 mg/dl. The customer declined further troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.